Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant of the left ventricular lead, a guidewire became stuck within the leads body. The lead was removed. A new lead was successfully implanted. The patient was noted to be doing well following the procedure and would be monitored.